Event description:
A customer reported that the red rubber shock button cover was missing from the AED. The customer did not report this occurring during patient use and stated that the AED has never been used clinically. According to the customer, the button cover was present during the last inspection, and staff noticed it missing during a recent check. The AED is stored in a wall-mounted cabinet in a medical office that operates 24/7. Staff reported no known incidents involving mishandling or device drops. The cabinet and surrounding area were checked, and the missing button cover was not found.

Manufacturer narrative:
Because the shock button opening was exposed, troubleshooting was not performed, and the customer was advised to remove the AED from service. The customer confirmed that a replacement unit will be obtained through their distributor.